Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity and cerebral palsy. It was reported that the pump was last filled on (B)(6), 2025 and logs show that it went empty on (B)(6) 2026. Agent reviewed considerations around pump running empty and reviewed options for pump to be filled and monitored or for pump to be replaced. Caller stated that he will discuss options with healthcare provider. Additional information was received from a company representative reporting that the nurse practitioner was going to discuss with the doctor taking over her care about replacing her pump as an option. It was reported that the patient was doing "ok" so they did not need to bridge with oral meds. The physician was looking into a possible dye study because the question was raised if the pump ran dry and there was no withdrawal was the patient even getting any drug? No further information was reported. Additional information was received from a company representative clarifying that the patient was not having any withdrawal symptoms so they were wondering if the pump was delivering medication even though the logs show that it went empty on (B)(6) 2026. It is unknown if a dye study had occurred and patient had not had a replacement yet. It was not known why the pump was dry as the patient was new to the healthcare providers clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.